Manufacturer narrative:
This report is submitted on november 14, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient experienced discomfort and skin redness at magnet site and subsequently was treated with a topical antibiotic (date and duration not reported).